Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant operation the device lost its wireless link to the programmer. The link was quickly re-established with the use of the wired programming head. Device is still in use. There were no patient complications reported as a result of this event.